Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. It was indicated that the customer received a trayless version of the device. The trayed versions of the device are placed inside of a plastic tray- the trayless version does not contain this plastic tray and the consumable is now placed in a plastic bag. While the trayless device configuration may have been a contributing factor to the customer's reported complaint, a root cause for the reported damage could not be identified. This is due to the fact that other factors such as custom pak's configuration, add-after placement, or shipping damage could have also influenced the tubing to be kinked. An investigation has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature in the device's trayless configuration. (B)(4).

Event description:
A pharmacist reported pinched tubing leading to lower liquid flow and display of a system alarm during surgery. The cassette was exchanged. And surgery was completed with an unspecified delay and no patient impact. This occurred in approx 10 procedures. Add'l info has been requested.